Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2024-53473. It was reported that the patient presented with a pocket infection. During the procedure the physician observed an insulation breach in the right atrial lead. The entire system was explanted. The patient was in stable condition.